Event description:
It was reported that the customer's insulin pump alarmed motor error multiple times. The customer's blood glucose was 167 mg/dl. The customer changed the infusion set but the motor error alarm persisted. Troubleshooting was done. The customer stated that he was able to complete the rewind sequence. Nothing further reported.

Manufacturer narrative:
Passed rewind and basic occlusion, prime/compromised force sensor system and displacement tests. Pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside device and passed. Motor may have had intermittent failure that was not detected during testing. Cracked case near lcd window corner, cracked lcd window, cracked reservoir tube lip, broken battery tube threads, stained address/serial number label, stained end cap sticker and broken belt clip slot.